Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Device is not available for evaluation. No evaluation will be performed. Additional information has been requested, and if received will be provided on a supplemental report.

Event description:
It was reported that, "the surgeon performed tka surgery with the patient in 2008. After surgery, the surgeon found the foreign material on the x-ray. Then, the surgeon and nurse found in the surgery at about 3 days later, that the tibial impactor/extractor was broken, and suspected that the foreign material seen on the x-ray on the day of surgery would be a tip of the device. The foreign material remains in the patient's body yet."